Event description:
Boston scientific received information that this device was successfully implanted. Defibrillation testing was performed resulting in normal shock impedance measurements. Later that evening interrogation revealed high out of range shock impedance measurements. An internal technical service consultant was contacted. It was thought this may be due to external interference, however a save to disk was recommended. Further follow up was performed. No lead information had been available during the implant procedure. The shock impedance had been programmed to triad configuration, however the lead was single coil. Reprogramming the lead configuration resolved the issue. It was noted the lead was single coil and the shock impedance had been programmed to triad configuration. Post reprogramming, normal shock impedance measurements were obtained and the issue was resolved. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device was reprogrammed and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.